Event description:
Spontaneous - spoke with patient who stated that she is getting non-disposable error message. She stated that she changed her cassettes to the back up pump and both are showing same error message. Patient has no back up cassettes/medication to start new mix. Patient has been with no medication for 2 hours. Advised her to go to hospital. No other information provided at this time for lot and serial number. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes, with no medication for over 2 hours, if yes, was any medical intervention provided? Going to hosp; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassettes? Yes, shipment arriving today; did the pt have add'l cassettes they were able to switch to? No; will go to hospital. Is the infusion life-sustaining? Yes. Reported to (B)(4).